Event description:
Procedure type: low anterior resection with end-to-end anastomosis. According to the reporter: when the surgeon tried to connect the anvil to the device, the wing-nut could not be rotated. The anvil could not be connected and a damage to colon was observed. The area was resected and another instrument was applied. After the application the anterior wall had 1-2cm hole and the distal donut tissue was malformed. The surgery was subsequently changed to miles operation for completion. No bleeding was reported, and no pt info was available.